Event description:
Healthcare professional reported a right side no complaint against the device. Subsequently, healthcare professional reported "plug strap separated.¿ device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: other-technical: a delamination partial observed of plug strap disk shell assessed as a cohesive failure. Additional observations: one opening observed on anterior side was assessed as surgical damage. White calcification observed on the surface of the shell. Yellow biological tissue observed on the surface of the shell. Black mold observed on the surface of the shell. Creases were observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral replacement.

Event description:
Healthcare professional reported a right side no complaint against the device. Subsequently, healthcare professional reported "plug strap separated.¿ device has been explanted and replaced.